Event description:
Na.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11 corrected fields h6 type of investigation component codes nurse stated she restarted the pump several times by pressing the start key but the alarm came back within a minute or two. Esp personal reviewed with her the use of the help iab fill and start keys to assist in troubleshooting and resume the therapy. She stated there is no visible signs of blood in the helium tubing. She will check the helium tubing connections and verify they are secure when she goes back to the patient's room. She was at the nurse's station at the time of the call. She was appreciative of the information shared.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There was no harm or injury reported.